Event description:
The ICD detected vf due to noise on this lead. The patient did not receive a shock due to this noise. There could possibly be a lead insulation issue. The physician stated they would monitor this lead and programming changes were made. This lead remains implanted.

Manufacturer narrative:
This lead was capped and replaced on (B)(6) 2017 due to noise.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.